Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was the y1 crystal on the single board computer.

Event description:
A customer contacted physio-control to report that their device would not complete its boot-up cycle when powered on. As a result. ECG is not available and defibrillation therapy could not be provided, if needed. There was no patient involved in the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The system pcb assembly was replaced, and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not complete its boot-up cycle when powered on. As a result. ECG is not available and defibrillation therapy could not be provided, if needed. There was no patient involved in the reported event.